Manufacturer narrative:
Customer reported that their AED will not power on and prompting an "AED error or warning code". Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their AED will not power on. They did not report that this event occurred during patient use.